Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump was making a continuous beep and the display is frozen. The customer¿s blood glucose level was 173 mg/dl at the time of the incident. The customer was asked that he reinsert a battery but he doesn't have any because he tossed the other one because it was dead anyways. The customer was advised him to get a battery and see if it resolved by being without power which is possible and if not to call.